Event description:
It was reported that the device had a ripped downstream occlusion seal. Software upgrade required. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: corrected. H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be confirmed. The downstream occlusion (dso) seal was replaced. Additionally, the latch lock mechanism was found to have a problem. The latch lock mechanism was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The event history was reviewed. The clock battery was also defective and therefore the printed wire assembly was replaced as it may have been contributing to the issue.